Manufacturer narrative:
(B)(4).

Event description:
New information received notes that noise, as well as low high voltage lead impedance measurements, were observed on the rv lead. It is noted that the patient is non compliant and received a vibratory notifier for out of range lead impedance but did not come into the clinic at the time. Noise was not reproducible in clinic. Lead was capped and replaced. Patient was stable post-procedure.

Manufacturer narrative:
The lead was not returned.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed on the lead. Noise was not reproducible in clinic. All other electrical measurements were stable and in-range. Programming changes were made. Lead remains implanted.